Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of the orientation of the acetabular cup, edge loading/impingement, patient conditions, or a combination of the three, which led to polyethylene wear. However, this cannot be confirmed because the acetabular liner was not returned for evaluation.

Event description:
Index surgery: (B)(6) 2006. Revision due to poly wear.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2006. Revision due to poly wear.